Manufacturer narrative:
Product analysis : analysis confirmed the customer comment that display screen was frozen. Assembly is intermittent. Device scrapped due to no parts available at this time. Additional faults found: broken upper and lower case. Cracked upper hinge plate. Out of spec lower display hinges. Broken upper display hinges. Broken keyboard latch. Broken power cord bay. Missing hinge plate screws. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen had frozen. The programmer was returned for service. There was no patient involvement.